Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy with stone extraction procedure the second ncircle tipless stone extractor used would not close. The initial device, associated with medwatch 1820334-2018-00703, exhibited the same failure. A third like device was used to complete the procedure. The devices were not tested prior to use. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The ncircle tipless stone extractor (ntse) was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was conducted. One empty package was returned. The actual complaint device was not returned. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history revealed this is the only complaint associated with complaint device lot number 7505648. Per the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. Based on investigation of other ntse devices with the same issue, it is most likely that sheath damage caused the loss of function of the basket. Devices are inspected for damage and functionality prior to packaging. The damage likely occurred during use of the device. The IFU contains multiple cautions about manipulating the device to prevent damage. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The ncircle tipless stone extractor (ntse) was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was conducted. One empty package was returned. The actual complaint device was not returned. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history revealed this is the only complaint associated with complaint device lot number 7505648. Per the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. Based on investigation of other ntse devices with the same issue, it is most likely that sheath damage caused the loss of function of the basket. Devices are inspected for damage and functionality prior to packaging. The damage likely occurred during use of the device. The IFU contains multiple cautions about manipulating the device to prevent damage. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.